Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2366-50, serial #: (B)(4), description: linear 3-6 lead, 50cm. The lead will not be returned to bsn as it remains implanted in the patient. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's lead displayed high impedances. An x-ray confirmed the lead was broken at the distal end by the clik anchor and that there were no exposed cables. The patient was successfully reprogrammed and there will be no further course of action.